Event description:
It was reported that the user disconnected from the pump for several hours during exams and, upon reconnection, the dexcom g7 sensor failed to pair with the ilet despite continuing to display glucose readings in the dexcom app; after the agent guided a cgm type toggle and sensor restart attempt, the sensor successfully re-paired to the ilet. Symptoms included dosing suspension with an on-device notification that dosing would stop soon. Outcomes included temporary interruption of automated insulin dosing until cgm pairing was restored. Investigation included remote troubleshooting and education focused on cgm pairing workflow and device settings. Investigation of this case revealed a pairing failure limited to the ilet interface while the sensor continued to function via the dexcom app, and functionality was restored after a cgm configuration toggle on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or configuration issue resolved through standard pairing and troubleshooting.